Event description:
Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b.5, d.6b, g.2, h.6.

Manufacturer narrative:
Device evaluation: visual analysis of the returned device identified fold creases and a linear opening. A leak test and microscopic analysis were performed which identified smooth crease openings on the posterior side. The fill test inspection was performed, and the result is no blockage. Based on the device analysis, the final assessment is a smooth crease opening on the posterior side assessed as a fold flaw opening.

Event description:
Healthcare professional reported a right side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.

Event description:
Healthcare professional reported a right side deflation. Device remains implanted.